Manufacturer narrative:
Analysis and results: there is a previous complaint of this code batch regarding the same issue, closed as confirmed. We manufactured and distributed 6,300 units of this code batch, there are no units in our stock. We have received 96 closed samples. Tightness test to the closed samples received has been performed and the units are tight. When we have conducted rotation test in closed samples received, we have noticed that some threads break easily in the attachment area. Then, detachment of the needle or breakage of the thread in that area could have been caused by too much thermal treatment in the manufacturing process, which causes the thread burnt and breaking easily in the attachment area. Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfil usp/ep and b. Braun surgical requirements. Final conclusion: taking into account that the results of closed samples received do not fulfil the b. Braun surgical specifications, we conclude that the complaint is confirmed by evidence of the samples received. Actions on product distributed of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.

Event description:
It was reported an issue with novosyn quick suture. The client reported that the needle detached from the thread during skin closure (intradermal suture). No further information has been provided.